Manufacturer narrative:
Concomitant medical products: product ID: 2090. Product ID: w1sr01, serial#: (B)(4), implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion as a result of ceramic capacitor leakage. The ipg remains in use. It was also reported that the change in longevity is based up on software update on the remote monitoring network using the incorrect impedance for longevity estimate. Update to the software was made. Normal battery estimate from most recent transmission. No patient complications have been reported as a result of this event.